Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the lock out in the middle of the firing sequence? Was the device difficult to open? Please clarify: the device locked in the intermediate locking position and needed excessive force to return to the open position. Did the lock out in the middle of the firing sequence? No. The scrub tech loaded the device and handed the device to the surgeon in the open position. The surgeon proceeded to close the device to introduce the device into the field through a trocar. In the process of closing the device by pulling on the middle handle, the device locked between open and closed. The button on the back advanced open, and when pressed, it did not affect the device. Was the device difficult to open? Yes. The surgeon describes the force to open the device as excessive. He gripped the back of the device with one hand and the middle handle with the other hand and pulled them apart to get the device to unlock.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon used the device and found that the device was difficult to rotate and articulate. When performing the second fire the device locked in the intermediate locking position and needed excessive force to return to the open position. The same device was used to complete the procedure. There were no adverse consequences for the patient.